Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7570793, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced bilateral capsular contracture and infection post procedure. The right sided capsular contracture was baker grade IV, and the left side was baker grade iii. The patient had a streptococcus blood infection. Symptoms of tightness and discomfort in both breasts, seizures, delayed wound healing, and an inability to function in a normal fashion were all noted. The patient was treated with oral antibiotics postoperatively, and again after the infection was discovered. The oral antibiotic is supposed to continue until implant removal. The extent of the infection and treatment results remain unknown, as well as a date of explant or explant status. The capsular contracture was diagnosed through an examination with a physician. See 1645337-2019-24705 for contralateral prosthesis report.